Manufacturer narrative:
It has been determined that there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor kit expiration date is 31-jan-2022. Medical event associated with this complaint case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre sensor, with symptoms of bruising and swelling. The customer went to health clinic where a healthcare professional diagnosed an infection and instructed customer to take oral cephalosporin (antibiotics) and disinfect site with providone-iodine. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It has been determined that there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor kit expiration date is 31-jan-2022. Medical event associated with this complaint case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre sensor, with symptoms of bruising and swelling. The customer went to health clinic where a healthcare professional diagnosed an infection and instructed customer to take oral cephalosporin (antibiotics) and disinfect site with providone-iodine. There was no report of death or permanent injury associated with this event.